Manufacturer narrative:
A visual inspection of the subject device noted foreign material adhered to the instrument channel outlet. Reprocessing of nozzle. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the patient procedure. Water was aspirated through the forceps/suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948. Device presoaking was performed. The device passed the leak test. The following parts were brushed: forceps channel/suction channel, suction cylinder, and instrument channel. The endoscope washer/disinfector was a fujifilm. There were no defects with the endoscope reprocessor. Endoflash was the cleaning solution used. The disinfectant used was esside. All the channels were connected with cleaning tubes when the endoscope was setting up into the aer (automated endoscope reprocessor). The disinfectant was used within its expiration date. It is unknown if the disinfectant concentration was effective. It is unknown if the quality of rinse water was controlled. It is unknown if the water filter was replaced regularly according to the instruction manual. The device was dried by wiping with a clean towel/paper and through the drying process of endoscope washer/disinfector. The endoscopes are stored after reprocessing without a drying cabinet. The storage temperature of the equipment and oxygen is room temperature. The endoscope was used on (B)(6) 2023, pending the results of the culture results. There are currently no reports of infection. After the positive results were obtained, the endoscope was isolated. The endoscope was last reprocessed on (B)(6) 2023. The sampling was taken immediately after reprocessing on (B)(6) 2023. The external surface and pipeline were the collection site that detected a small amount of gram-negative bacilli. No additional reprocessing was performed before the endoscope was tested. The endoscope was reprocessed an additional time on (B)(6) 2023, before returning to olympus. The subject device was stored in the same cabinet as other endoscopes. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6).

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope detected a small amount of gram-negative bacilli through culture testing. The external surface and pipeline were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device evaluation found the nozzle had foreign objects due to insufficient cleaning. The plastic distal end cover had foreign objects. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive around objective lens was peeled. The light guide lens had a crack. Adhesive around light guide lens was peeled. The plastic distal end cover had a dent. The light guide lens had a scratch. Objective lens had a scratch. Paint on suction cylinder was peeled. Protector of universal cord on scope connector side had a scratch. The image guide protector had a scratch. Connecting tube had a scratch. The switch button 4 had wear. The switch button 2 had a scratch. The switch button 1 had a scratch. The universal cord had a wrinkle. The universal cord has a scratch. Grip had a scratch. The switch button 3 had a scratch. Due to a scratch on objective lens, the image had dark area partially. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported to have been found through culture testing by the user, however, the reported event was not confirmed as the scope was not microbiologically tested. As a result of checking inside of the device tubes, there was no clogging of foreign material and no abnormality such as buckling was observed that could might result in the retention of foreign material, however, scratches in the insertion/extraction direction were confirmed inside the forceps channel (in multiple places on the tip side of the curved part/soft part), but a causal relationship with the detection of bacteria could not be determined. Additionally, foreign material was observed on the forceps mouth and on the nozzle. The foreign material observed on the forceps mouth was determined to be a substance similar to polyurethane. It is possible that deteriorated sponge remnants remained behind. The foreign material observed in the nozzle was found to be components of silicic acid, likely the result of chemical residue that could not be completely removed during reprocessing, or by repeated drying of water droplets that remained at the nozzle mouth. There was no observed device deformation that might result in the retention of foreign material, and there was no obvious deviation from the IFU of the facility reprocessing procedure, however, the observed foreign material at the forceps mouth and nozzle was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.